Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that the patient faced an event of high blood glucose levels and was alerted by an insulin flow blocked alarm. Patient's blood glucose at the time of event was 18 mmol/l therefore, patient had to vissit the emergency room for 6 hours. Symptoms reported were high acid level in blood. Patient tested for ketones and result of ketones test was 1.9 units. Reason of hospitalization was documented to be diabetic ketoacidosis. Patient was treated with IV indulin drip. No further information available.